Manufacturer narrative:
The pt's biopsy was on (B)(6) 2010. The customer reports, they used tru-core ii device for the procedure. The pt returned with infection on (B)(6) 2010. The pt was readmitted as inpatient on (B)(6) 2010, and discharged on (B)(6) 2010. This report was received after angiotech initiated a voluntary recall of the tru-core ii biopsy instrument for possible compromised sterile barrier. Infection is a known possible complication of a compromised sterile barrier per our risk assessment. Although the lot numbers for this complaint can not be confirmed, we have verified that the reporter did receive product affected by the recall. The potential exists for there to be pouch holes at the chevron edge on the poly side of the product pouch or along the side of the seal. The issue is related to loading the operation of the tru-core ii device in the nylon sleeve. At this time, tru-core ii products are being inspected at the time of loading and packaging to ensure the loading defect is not present. Angiotech is reviewing the potential for implementing the use of alternative pouches to remove the requirement for the nylon sleeve for continuous improvement. Applicable validations and distribution studies are currently in process.

Event description:
Customer reported: receipt of the angiotech recall notification dated (B)(6) 2010 has helped explain three presently known post operative infections caused by use of the now proposed non-sterile item (B)(4). This device was the only prostate biopsy device used at (B)(6) hospital between (B)(6) 2009 to date. Three patients were readmitted 1 to 2 days post-operatively with symptoms of post-op infection (fever, uti, pain).